Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2010; 7001, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead had high impedances. The lead was explanted and not replaced as the patient's device was downgraded. No patient complications have been reported as a result of this event.